Manufacturer narrative:
H6: 2017 device code clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with a prostyle device via a 6f sheath after a left heart catheterization procedure. Reportedly, with the first device, a cuff miss occurred. A foot separation was also noted when the device was removed. The separated portion, which was caught in tissue was manually pulled out by the physician. No vessel damage was incurred from this device. A second device was attempted, however, the plunger would not retract. Because of this, the foot could not be re-closed. The device was removed from the patient anatomy with the footplate still open, and a foot separation occurred. The separated portion was left in the patient anatomy. Vessel damage, blood loss and anemia occurred, all of which were treated with blood transfusion and a balloon tamponade. Manual compression and the balloon were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The separation of the foot was confirmed. The retraction problem could not be confirmed due to the return condition of the device. The difficult to open or close is related to procedure conditions and cannot be replicated in a lab environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with the foot open. It should be noted that the prostyle instructions for use (IFU), states: do not attempt to remove the device without closing the lever. Excessive force on the lever or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. The reported patient effect of tissue injury, hemorrhage, foreign body in patient, and anemia are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. In this case, it is possible there was a bilateral cuff miss into the calcification at the access site as suggested by the condition of the needles and shanks. This led to greater resistance during plunger retraction. The manipulation of the lever/foot and plunger or removal of the device with the foot open likely lead to the foot separation bending of the actuator wire was caused by the manipulation of the foot/lever. However, these cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.